Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock for sinus tachycardia with frequent premature ventricular contractions (pvc) that were being oversensed. This patient was running at the time. Primary vector was programmed. It was noted there was good sensing however the pvcs were making it challenging as they became so frequent that this patient was in trigeminy just prior to the shock. An evaluation was performed in which primary and secondary vector appeared similar. Technical services (ts) discussed bringing this patient in for a treadmill test to evaluate the heart rate and a clinical discussion on medication changes to suppress ectopy at elevated heart rates. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.